Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of improper shutdown was not reproduced.the device was received with tape over the battery contact pins and a battery alert occurred. Once the tape was removed, a test infusion was ran with the device and customer's battery module and the device functioned as intended. The pump did not power off without warning during use and no visual abnormalities that could cause or contribute to the reported problem were observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The event history log was reviewed. An event occurrence date was not provided, however an occurrence of ¿improper shutdown!¿ was observed after power up on may 21, 2024. An ¿improper shutdown!¿ message occurs at power up following power loss to the pump. The history log cannot be used to determine how power became disconnected. The reported condition was not verified. The cause of the condition could not be determined. No pump correction is required to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an improper shutdown. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.